Event description:
Pt lost consciousness. Pt's family member found pt at 5:30 pm and phoned emts. On their arrival, pt's blood glucose measured 20 mg/dl. Pt was treated with a glucose IV, and transported to the hospital. Pt blood glucose measured 117 mg/dl, 30 minutes later. Pt was released from the hospital at 7:30 pm, the same day.